Event description:
Caregiver states that the ms3 pump (sn #(B)(4), mnt due 05/03/2018) has a line going across the display screen where the numbers are, making the screen difficult to read. Caregiver states that the line is internal and not the sticker covering it or external damage. Device malfunction. "Did the reported product fault occur while in use with a pt: no, did the product issue cause or contribute to pt or clinical injury: no, did we replace device: yes." Dose or amount: remodulin 80 nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2014 to present. Diagnosis or reason for use: pah.